Event description:
Tpn was hung for patient. Three hours later, the rn called for assistance to troubleshoot the IV pump as it alarmed: patient side occlusion. There was no occlusion. Rn checked the tubing for patency and it would not run to gravity. Tubing was determined to be occluded at the filter site. There was no patient harm.